Event description:
On (B)(6) 2018, a dentist reported that a patient was hospitalized on (B)(6) 2018 after experiencing anaphylactic shock. The doctor confirmed the patient had been a denture wearer and presented with existing full upper and lower dentures. The insertion of new dentures was on (B)(6) 2019. The patient was seen at a follow-up appointment on (B)(6) 2018, at this appointment an adjustment was made and oral examination showed pink, healthy tissue. The dentist was not aware of any history of allergy to any of the materials utilized in this case and suspects the reaction that occured on (B)(6) is unrelated to the denture.